Manufacturer narrative:
In the earlier report, the country was mentioned as romania. This has been corrected, and the updated country is france.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of damage foam. During the evaluation, damage foam was visible.